Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's father stated that the cannula was bent under the tape of the infusion set and was not inserted into the customer's body. Nothing further was reported.